Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported infusion set's tubing detached while she was changing the set as she was having high blood glucose level at 600 mg/dl which she self-treated with insulin pen and drank water. Subsequently, the patient was diagnosed with diabetic ketoacidosis. The infusion had been in use for one day. Reportedly, the infusions were stored in room temperature at the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. At the time of this report, patient's blood glucose level was 155 mg/dl. No further information available.

Event description:
On 17-oct-2019: follow up information was submitted because the complaint investigation results showed that returned used devices (2 sets) were within specifications. Based on the result: device, method, result and the conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached while she was changing the set and she experienced high blood glucose level of 600 mg/dl which she self-treated with insulin pen and drank water. Subsequently, the patient was diagnosed with diabetic ketoacidosis. The infusion had been in use for one day. Reportedly, the infusions were stored at room temperature in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. At the time of this report (18-jun-2019), patient's blood glucose level was 155 mg/dl. No further information available.